Event description:
The reporter reported, the insulin cartridge was leaking into the pump cartridge compartment. The pt obtained blood glucose readings 'in the 200's mg/dl', but experienced no symptoms of high or low blood glucose levels and did not seek medical attention. There was no adverse event associated with this issue.

Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201576 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.